Event description:
Cypress initially received a user's facility report # (B)(4) through the distributor, (B)(4). This report was regarding three nurses in the facility's sicu developing a rash after introduction of the medichoice ets nitrile gloves. Then, cypress learned of three more nurses reportedly from a different unit experiencing the same issue. Recently, the facility reported to the distributor, owens & minor, that they are amending their initial medwatch report because they had determined that all six nurses are from the same unit. Cypress does not have a copy of the amendment.

Manufacturer narrative:
Add'l catalog numbers: 1773glv2002, 1773glv2003 and 1773glv2004. Add'l lot numbers: mok01-04, moj11-05.